Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 21nov2018. No phone number provided. The service engineer (se) inspected the device and could not duplicate the reported issue.

Event description:
It was reported by the international customer that the ventilator fails to restart continuously. No patient involvement. The event date was not specified; estimate used.